Manufacturer narrative:
Initial 4 of 7. Based on the available information, this event is deemed to be a seriou injury. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 due to adhesive issues and was treated by correction bolus and injections via mdi